Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Age approx (B)(6).

Event description:
During a transforaminal lumbar interbody fusion (tlif) at level l5-s1 the pt was implanted with the ti pangea polyaxial screws. The alignment screw did not sit well at s1 and the head came off the 40mm pangea screw at s1. The surgeon removed and replaced the screw. At l5 a 50mm screw got turned around at the tulip and the surgeon cold not place the rod. The surgeon removed the pangea 50mm screw and replaced it with another screw. The extended time was 15 minutes and had no effect to the pt.